Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. Upon removing the taxus express2 2.5x24mm drug eluting stent from the hoop, "one of the stent struts felt rough and was not smooth." This device was not used. The physician used another taxus stent, same size, to comp0lete the procedure. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. A review of the mfg record for this particular batch # 8519952 shows that the device met its material, assembly and product specs at the time of its release to distribution.